Manufacturer narrative:
Complaint was confirmed by review of the crf report. The report stated that the sometime before 6 weeks post op, the patient experienced pulmonary emboli and was admitted to the hospital. X-ray review did not identify significant findings. Device history record (DHR) was reviewed and no discrepancies were found. Reported issues are related to the procedure and are not abnormal to the procedure. No failure detected with the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign, (B)(6), study. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00163, 0002648920 - 2019 - 00162. Customer has indicated that the product will not be returned to zimmer biomet for investigation as they remain implanted in patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that sometime between surgery and the six-week visit the patient experienced pulmonary emboli and was admitted to the hospital. Attempts to obtain additional information have been made; however, no more is available.